Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va13tsg, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had their implant on (B)(6) 2016 and this was the second time they had it done. The first time it was in for 16 days with the patient not knowing anything about how to use the patient programmer and it was a waste of time. The lead was implanted on (B)(6) 2016 and was explanted on (B)(6) 2016. The first time was for nothing and the patient did not go through it a second time for nothing. The patient did not want to go through this a third time. No symptoms were reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.